Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a memory anomaly. The patient's blood glucose at the time of incident is unknown. The customer discovered that their basal data was missing from their insulin pump from (B)(6) 2016. The missing data anomaly also occurred in (B)(6) 2016. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed rewind test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was programmed with correct time and date and monitored three days with and programmed several boluses and delivered; all bolus delivered properly and were recorded in the bolus history and daily total history file. However, the insulin pump was unable to download unit to carelink pro to confirm missing data due to several displayable history crc check failed alarms at the alarm history file due to a corrupted history file. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.